Event description:
It was reported that the patient experienced autoreducing of their stimulation, causing ineffective therapy. Physician was concerned that due to the to age of the ipg, the patient was not receiving effective therapy. Ipg replacement occurred on (B)(6) 2019. Effective therapy restored.